Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 16 mg/dl. The cause of the low bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
H6 (remove 1912, add 1905).

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1641mg/dl. The cause of the elevated bg was unknown; however, pump data review showed the customer received a resume pump alarm, and customer did not resume insulin delivery. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.